Event description:
It was reported that the ventricular lead exhibited high impedance. The lead was explanted and replaced on (B)(6) 2015. The patient was in normal condition post procedure.

Manufacturer narrative:
(B)(4).